Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was no longer receiving effective stimulation. The pt was reprogrammed several times but still needed injections to address the pain. Reprogramming created stimulation to cover the pt's legs but not the pt's back. The pt was to follow-up with physician.